Event description:
It has been reported that the AED did not pass self diagnostic check and is draining batteries too quickly.

Manufacturer narrative:
(B)(4): eval based on customer description. No eval will be performed due to age of device (11 years). Customer advised to remove device from service.